Manufacturer narrative:
Stryker evaluated the device and was unable to verify the reported issue, however upon further testing the technician duplicated the error code. The root cause could not be conclusively determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.